Event description:
It was reported that the target lesion was in the distal circumflex with heavy tortuosity and heavy calcification. After predilatation, the 2.5 x 28 xience v failed to cross the lesion. The 2.5 x 12 xience v also failed to cross to the lesion and during the crossing attempt, the shaft kinked. Additional ballooning was performed and the lesion was crossed with a vision stent. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted a separated hypotube and a dislodged stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned 2.5 x 12 mm xience v stent delivery system (sds) found blood in the guide wire lumen and on the balloon and contrast in the inflation lumen. This is consistent with preparation and suggests the stent delivery system had been advanced into the body. The tip length met manufacturing criteria. There were bends in the hypotube shaft that were not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. The reported kink in the hypotube was confirmed. Additionally, the hypotube shaft was separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The separation was not reported, thus additional follow-up information was requested, however; no additional information was available. Reportedly, the shaft kinked during the attempt to cross in the calcified anatomy. Further manipulation of the shaft would have contributed to the shaft separating, although this cannot be confirmed. To help ensure that kinks are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Furthermore, the stent implant was dislodged and not returned. Again, the stent dislodgment was not reported, and there was no additional information available as to when the stent dislodged. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is possible that the stent became disrupted on the balloon during the attempt to cross the calcified lesion such that the stent became loose, and after removal of the sds, the stent dislodged. However, based on the limited information received and analysis of the device, a conclusive cause could not be determined. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a lot specific product quality deficiency.